Event description:
The pt reported that he has been experiencing pain for the past several months, when putting weight on the left hip.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however, believes them to be either rejuvenate of abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.